Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed bicarbonate buffer test. The sensor failed per specification due to high readings.

Event description:
It was reported the customer's sensor had inaccurate readings. The customer also stated their insulin pump would go into threshold suspend. Customer also reported their blood glucose declined to 45 mg/dl, then rose to 260 mg/dl. The customer also stated their insulin pump has been suspended for the past hour from the inaccurate readings with their sensor. Customer declined to troubleshoot. Customer's sensor will be replaced. No additional information provided.